Event description:
It was reported that the patient went to the emergency department. The device was interrogated and it was found that all therapies failed for one vt/vf (ventricular tachycardia/ ventricular fibrillation) episode. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.